Event description:
It was reported the wound dressing packaging was not sealed well. No patient involvement was reported.

Manufacturer narrative:
Add'l info was received on 06/26/2015. There was no sample received to conduct a root cause analysis. Product pictures received did confirm the complaint description. Investigation has been on a batch history record review. Batch records have been reviewed; all required specs have been met and documented within the batch records. There were no discrepancies noted in the batch record related to the reported complaint issue. This complaint will be closed without further action. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on july 1, 2015.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Additional information requested. Should additional information become available a follow-up report will be submitted.